Event description:
It was reported the pt's device had impedance readings of >3600 ohms on electrodes 0, 1, 2. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).